Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70, serial number: (B)(6), batch/lot number: 7059383, model/catalog description: coveredge 32 surgical lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
The spinal cord stimulation (scs) patient was reported to have experienced high impedances. In addition to the previous response, the patient also required compatibility with magnetic resonance imaging (MRI), and as a result, the system was replaced. Explanted products were not obtained due to hospital policy.

Event description:
The spinal cord stimulation (scs) patient was reported to have experienced high impedances. In addition to the previous response, the patient also required compatibility with magnetic resonance imaging (MRI), and as a result, the system was replaced. Explanted products were not obtained due to hospital policy. Additional information was received stating the reported high impedance readings could not be attributed to a specific device component. It was also communicated that the procedure performed was an explant. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 7059383 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) #: (B)(4).